Event description:
Consumer complained of blood glucose results reading "hi". Customer states that he does not feel well. On a follow up call on (B)(6) 2015, customer states that he is in the hospital. Customer ran back to back blood test hi and hi.

Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user has high glucose value. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complained of blood glucose results reading "hi." Customer states that the he does not feel well. On a follow up call on (B)(6) 2015, customer states that he is in the hospital. Customer ran back to back blood test hi and hi.